Manufacturer narrative:
Device status is unk.

Event description:
It was reported that during a laparoscopical partial hepatectomy procedure, the surgery started in 2009 at 4:30 pm. The surgeon performed six firings correctly, but then in the seventh firing, the device locked. He changed the reload and in the eighth firing the device locked again. The device was changed and the new one performed four firings correctly. After all the firings, at 9:00 pm, the surgeon could remove the liver and the pt had ten blood bags. And at 11:00 pm, the pt died. The surgeon has not provided any rationale, but he does not think the death is related to the product malfunction. The instrumentalist believes the surgeon fired over a clip, causing the damage in the blade and locking the instrument. This is though not official, not informed by the physician. On 7/31 and 8/5 additional info was requested, 'prior to the 7th and 8th firing what color cartridges were used? Can you please clarify "the device locked", did the device fire a cut and staple line? Was there difficulty in opening the device? If so, how was it removed? Was the transfusion related to the device issue? Is an operative report available? Will an autopsy be performed? Age, weight of the pt? Update on the status of the product? Would the surgeon be willing to have a conversation with an ees md?" On 8/7, the co sales representative and co's product director spoke with the surgeon, but it was a difficult conversation. The surgeon is not willing to talk to the co's medical director. We are waiting on the dvd of the procedure to understand the details of the event. The current device location is unk.